Event description:
Additional information provided by a company representative. The system message was displayed during aspiration phase. There was poor or none aspiration. The issue was solved by leaving the footswitch and resetting the system message.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. No additional information was expected. (B)(4).

Event description:
A head nurse reported aspiration problems during the surgery. A system message was displayed during the aspiration phase. The surgery was completed after resetting the system message. There was no patient harm. No additional information is expected.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively.